Event description:
During the evaluation of the device at the manufacturer's service center, the device did not meet acceptance criteria of the evaluation process, "the enclosure mount cracked, top right by handle, handle is sticking, missing feet and initial power up". The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator during the evaluation of the device at the manufacturer's service center, the device did not meet acceptance criteria of the evaluation process, "the enclosure mount cracked, top right by handle, handle is sticking, missing feet and initial power up". The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed.